Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the laser went into standby without selecting standby. The nonconforming breakout printed circuit board (pcb) was replaced to resolve the issue. Unrelated to the reported event, the auxiliary lamp was at 281 hours, so the xenon lamp was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for a procedure, when turning on the laser, it went into the standby mode. The laser would not come out of the standby mode even with the laser probe connected.